Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no damage related to the customer complaint was found. However, a "call tech support" error message was observed on the receiver screen. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a firmware error message was displayed on the receiver screen on (B)(6) 2014. At the time of contact, the patient did not report any injury or medical intervention.